Event description:
Treatment of an aneurysm. It was reported the pipeline could not be released from the capture coil during placement. No patient injury reported.

Manufacturer narrative:
The device has been evaluated and no defects were noted with the pipeline.(B)(4).